Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the proximal conductor and there was a breached cut and cosmetic depression on the outer insulation. There was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported that the lead was not sensing properly, and exhibited high thresholds. Lead dislodgement was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.